Manufacturer narrative:
D4: unique device identifier (UDI) # the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter facility name: (B)(6) hospital. H11: the device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication failed to flow through an unspecified elastomeric pump. The device contained fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.